Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: lot #: shmhla, expiration date: jun/30/2024 date of mfg.: jul/13/2022 lot #: shmbpb, expiration date: jun/30/2024 date of mfg.: jul/6/2022 a manufacturing record evaluation was performed for the finished device shmhla possible batch number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device shmbpb possible batch number, and no non-conformances were identified. Corrected information: h6 type of investigation.

Event description:
It was reported that a patient underwent a spine procedure on an unknown date and barbed suture was used. The surgeon experienced snapping of the stratafix suture when approximating the fascia together. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m . H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: we have spoken to the surgeon yesterday, we got info on the code that was used ¿ sxpp1a301. No suture to pick up as they went through the box. We don¿t know the lot number that they used but the ones that are in the hospital are following: shmhla shmbpb the surgeon did the closure himself and confirmed the complaint. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the suture break post operatively? How many days post op? Did the patient experience a wound dehiscence? Was the wound dehiscence caused by suture breakage, barbs not engaging in the tissue or did the suture pull through the tissue? In addition to the post operative suture breakage, did the suture also break intra operatively? (During the procedure) please explain all details about the event(s) including intra op/post op breakages. Date of initial procedure what tissue was the suture used on? What date did the patient present with symptoms? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What medical/surgical intervention was performed for the patient symptoms? What was the date of the second procedure? Can you describe the appearance of the suture during the second procedure? Was there any precipitating stress factor for the sutures untying, breakage or pulling out of the tissue? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What instruments were used in this procedure to handle the suture? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Can you describe the appearance of the stratafix suture during second procedure? Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Were there any patient stress factors that precipitated the event of suture breakage post op? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: lot #: shmhla or shmbpb. Related medwatch reports: 2210968-2023-04947.